Manufacturer narrative:
The reported event of diagnostic anomaly was not confirmed. The device was in backup mode with battery voltage at end of service (eos) level upon receipt. The device triggered backup operation post-explant consistent with exposure to cold temperature. Review of the device image indicates auto-capture was enabled, and the device was in high output mode at times consistent with false elective replacement indicator (eri) alert triggered in the field. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed, after replacing the battery, and re-loading the device code, indicated normal functionality with normal measurements. Further evaluation of the output signal found all parameters within normal range. A longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that a false elective replacement indicator (eri) alert was observed on the device. The device was explanted and replaced to resolve the event, and the patient was in stable condition.